Event description:
During preparation for use, it was noticed that the device was leaking oil. Back up equipment was used to complete the procedure. There was no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
The handpiece was received for investigation and the alleged complaint of leaking oil was confirmed. Investigation results indicate corrosion and broken components. Maintenance was performed and the product was returned to the customer.